Manufacturer narrative:
Concomitant medical products: product ID: 3080, lot#: l96292, product type: lead. Other relevant device(s) are: product ID: 3080, serial/lot #: (B)(4), ubd: 16-aug-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during surgery it was noticed that the outer housing was separated from the electrode, exposing the internal wires. The rep indicated that the hcp was going to remove the lead and implant a new one. It is unknown if this issue with the lead was present prior to surgery today or if this was caused by accessing the old ins during removal. There were no previous reports of any shocking, jolting, therapy issues, or concerns. Additional information was received from the rep. No components remain in the patient. No new system was implanted.

Manufacturer narrative:
Product ID: 3080, lot# l96292, implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.